Manufacturer narrative:
Based on the claim against the product by the customer noting two fragments fell inside the patient, an investigation was completed. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The permanent cautery hook (pch) instrument found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.405¿ x 0.226¿ in size. Common causes of the failure mode broken instrument distal clevis are typically attributed to mishandling/misuse such as excess force applied at the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) informed that the end of the permanent cautery hook (pch) instrument broke apart in two pieces, amber color piece, one side of it broke into 2 pieces and fell off inside the patient. The two pieces were removed from the patient during the same procedure. They did not perform a post operative test as there were only 2 pieces that broke. The procedure was completed with no reported injury.